Event description:
It was reported that the procedure was to treat a lesion located in the mildly calcified, moderately tortuous, 95% stenosed mid right coronary artery using right femoral access. The balance middleweight (bmw) guide wire was advanced to the lesion; however, did not cross. An otw balloon was advanced over the bmw guide wire to increase support for the bmw guide wire, and the guide wire was able to cross the lesion; however, as the otw balloon was retracted it was evident that the bmw guide wire had completely separated 43 cm from the distal end. No resistance was reported during advancement or during retraction of the balloon catheter over the bmw guide wire. Both proximal and distal sections of the bmw guide wire were extracted from the patient and the procedure was successfully completed with a new bmw guide wire. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The separation was able to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection and scanning electron microscopy imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.